Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm while trying to deliver a bolus for their high blood glucose. Customer's blood glucose was 407 mg/dl. The customer was unable to trouble shoot for their no delivery alarm at the time of the call. Customer will be returning their products for analysis. No additional information provided.